Event description:
The customer's mother reported via phone call that the customer had a high blood glucose of 475 mg/dl. It was found the insulin pump passed a high pressure test and fixed prime during troubleshooting. The insulin pump also passed a self test and displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.